Event description:
A remstar autoa-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed burnt connector. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.